Event description:
The customer reported the system completed prime okay, but would not work in sculpt or any other mode. The footswitch was swapped out to complete the case. There was a delay of 30 minutes. No pt injury was reported.

Manufacturer narrative:
The customer ordered a replacement part. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is there for unk at this time. (B)(4).